Event description:
It was reported that a user inadvertently selected an incorrect step acknowledgement during the infusion set and cartridge change, indicating they saw drops during tubing fill when they had not, and contacted support for guidance to return to the fill tubing screen to complete the procedure. Symptoms included no adverse health effects. Outcomes included successful visualization of drops and resumption of the supply change without further issues. Investigation included troubleshooting and user education by guiding the user back to the appropriate on-device screen to repeat the fill step. Investigation of this case revealed user error in following device prompts, with the device functioning as designed once the correct procedural step was performed. It was concluded, based on previously established findings for similar reports, that the cause was user error.